Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae- on the left eye (os) at 13 day post op exam. A brief description from the surgery center indicated at a 10 day post op exam, the patient had complained of blurry vision. There was no indication of loss of best corrected visual acuity (bcva). After the surgeon's examination noted striae was present. The flap was lifted and rinsed to resolve symptoms. Bcva from (B)(6) 2017: right eye post-op 20/20 -.50 x -.70 x 16, left eye post-op 20/20 .00 x -1.50 x 179.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.